Event description:
A malfunction alarm, identified as malf 0, was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions and assisted the customer with resetting the pump, after which the code did not recur. The customer was advised to continue using the pump and to call back if the issue recurred.